Manufacturer narrative:
(B)(6). Occupation: other healthcare professional-study coordinator. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a study of labor induction methods, the patient was randomized to induction using a cook cervical ripening balloon w/stylet. The patient had a spontaneous vaginal delivery. The patient had a blood loss of 700ml following delivery. Approximately 4 hours later, the patient required manual removal of the placenta, (the patient was given cefuroxime and metronidazole prophylactically for the procedure). At this time, the patient lost an additional 1000ml of blood (1700 ml total blood loss). To treat the post-partum hemorrhage, the patient was given ergometrine, syntocinon, and syntometrine with resolution. These events led to prolonged hospital stay. The patient was mildly anemic after the event and was given ferrous sulfate to take home. The provider (the principal investigator) reported that there is no causal relationship between the cook cervical ripening balloon and the manual removal of the placenta, post-partum hemorrhage or subsequent prolonged hospitalization. No additional consequences to the patient have been reported. Additional details regarding the patient and the event have been requested. At this time, no further information has been provided.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. Therefore, a device failure analysis could not be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, and quality control data. A review of the device history records found no non-conformances related to this incident. A search of complaint history records revealed three other complaints associated with the complaint device lot number. Each complaint is from the same customer regarding reported adverse physiological responses. The device is supplied with the instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Known risk factors for post-partum hemorrhage includes retained placenta. Retained placenta or placental fragments leads to significant risk for post-partum hemorrhage. It was reported that the placenta required manual removal. The fact that the placenta did not separate naturally suggests the possibility of abnormal attachment of the placenta through the wall of the uterus (accreta/percreta/increta). This situation greatly increases the risk for post-partum hemorrhage and its severity. No complaint device was returned for investigation. Based on the reported information, the cause of this adverse event cannot be traced to the complaint device. The most likely cause of this event is related to human anatomy. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.